Event description:
The customer called for help with his contour meter and lancing device. The customer alleged that his lancing device would not work and he was unable to obtain a sample to test his blood glucose. While on the phone, the customer stated that he was in pain and he fell down. The customer was advised to call 911. Customer service called back a short time later to check on the customer. The customer was unable to provide the glucose readings that paramedics received, but he was treated with glucose tablets. When paramedics left his blood glucose was 121 mg/dl. The customer used the last of his test strips while troubleshooting the meter. No product will be returned for evaluation.